Event description:
It was reported that an unspecified quantity of flexicap disconnect caps were damaged. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
B5: during follow up, it was clarified that there was no issue with the flexicaps. Further clarification was received stating the individual pouches of the flexicaps were not open, no product was taken out of the carton, no damage was observed on the flexicaps. Therefore, the flexicaps are no longer considered a suspect product in this event. H10: should additional relevant information become available, a supplemental report will be submitted.